Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The 2.5x25 mm nc trek neo balloon dilatation catheter (bdc) was inflated and it was noted that the balloon was perforated [ruptured]. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report it was reported the procedure was to treat the anterior descending coronary artery. The device was inflated once to nominal pressure. A non-abbott balloon was used to complete the procedure. No additional information was provided.